Event description:
It was reported that the user experienced recurrent low blood glucose events, including a documented blood glucose level of 50 mg/dl, occurring several hours after exercise and also when announcing ¿less for me¿ for breakfast on non-exercise days, with one event following nocturnal hyperglycemia and subsequent device-delivered correction doses; the user inquired about meal announcements when not eating and whether a device reset was needed. Symptoms included shaking, sweating, and feeling unwell. Outcomes included treatment with oral carbohydrates, including juice and food, with recovery at home and no hospitalization. Investigation included internal case review and attempted consultation with the clinical management team to evaluate device behavior and user settings and to coordinate follow-up. Investigation of this case revealed that the pattern of hypoglycemia temporally associated with exercise and with post-correction insulin suggests activity-related increased insulin sensitivity and potential mismatch between dosing and carbohydrate intake; device performance issues or component failures were not identified based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely multifactorial, with exercise and recent correction dosing as potential contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.